Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported to MFR that the vns pt was feeling that the "stimulation was shocking her and feels that she is being electrocuted". Additionally, it was reported that the magnet did not work to inhibit stimulation when placed over the generator site. Attempts to obtain add'l info from the treating physician are under way.